Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal compounded baclofen 4000 mcg/ml at 2468.4mcg/day, bupivacaine 23mg/ml at 23mg/ml and clonidine 75mcg/ml at 46.283mcg/day via an implantable pump for unknown indications for use. It was reported that there was a slight increase in spasticity at refill and a side port access was done with good flow. On (B)(6) 2023, the patient was in for a refill and the side port was accessed in a sitting position with good flow. The pump reservoir was checked and 12.6 ml was expected but they got 19 ml. The dose was increased by 2.2%. It was indicated that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included two side port aspirations approximately one month apart. The issue was not resolved and the patient's status was "alive-no injury". It was indicated that no surgical intervention occurred but it was unknown if a surgical intervention was planned. The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal clonidine, bupivacaine, and baclofen (all unknown concentrations and doses) via an implanted pump for intractable spasticity. It was reported that the patient wanted their pump checked since they felt like their symptoms were worse and were questioning if the pump was functioning properly. It was reported the patient went to the clinic on (B)(6) 2023 and was close to a refill so they did a refill and were expecting ~3ml and got back ~14ml. They did a catheter access port (cap) study and were able to aspirate normally with the patient in supine position. No alarms on the pump were noted. It was reported that for now they would likely monitor the patient for symptoms. It was also discussed potentially trying to do a cap access while the patient is sitting in case there was a positional kink.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.